Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was hospitalized due to a pulmonary edema that developed post procedure. The issue was resolved and patient was discharged.